Event description:
It was reported that the device was used during a laparoscopic adhesiolysis. It was reported by the rep that the surgeon was taking down adhesions with the lcsk5 instrument when the blade stopped vibrating. The blade was re-tightened with a torque wrench and worked fine. As the surgeon was going through some tissue, the surgeon twisted his wrist slightly, at which time the active blade of the harmonic scalpel broke into the pt. They had to look for the broken piece for a considerable amount of time. The piece was located and removed operating room time was extended by 10-20 minutes. There was no consequence to the pt.